Event description:
Pt had an acl surgery in (B) (6) 2006 and later developed a cyst on her knee. (B) (6) 2007, the doctor performed a debridement surgery to remove the dissolved and unabsorbed screw.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)